Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item# 650-1057 cer bioloxd option hd 36mm lot# 2948777, item# 11-300817 arcos 17x150mm spl tpr dist lot# 838140, item# 110010268 g7 osseoti multihole 60mm g lot# 6178401, item# 010000859 g7 neutral e1 liner 36mm g lot# 6316641.

Event description:
It was reported that patient underwent revision of hip arthroplasty due to the proximal body was not fully seated following initial procedure. Attempts were made to obtain additional information; however, none was available.